Event description:
After nurse at nursing home changed IV bag and left the room, the pump did not detect about 24 inch air in line. Family member manually held the tubing 3 inches from the insertion site to prevent air in line from entering body. Pressed the call button to get help. The nurse who came to answer the call was down the hall and did not hear the alarm and did not know how to stop the pump or stop the occlusion alarm. The health care provider instructions and the buttons were labeled to show how to turn off alarm or the pump. According to rn, without family member's intervention, the air would have killed pt at that moment.